Manufacturer narrative:
The sodium electrode lot number was dbh68. The electrode expiration date was requested, but not provided. Calibration and controls were acceptable. A review of the alarm trace showed no relevant alarms. The field service engineer determined that vacuum nozzle tubing was pinched by the cover. An ise reagent plow path wash was performed and the tubing was adjusted. An ise check was completed successfully. Ise calibration passed and controls passed. Precision studies recovered within guidelines. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on the cobas pro ise analytical unit. The customer provided data for three samples with discrepant sodium electrode results. The customer repeated the patient samples on a second analyzer as the initial values did not agree with patient history. The first sample initially resulted in a sodium value of 151.1 mmol/l and it repeated on the same analyzer as 150.5 mmol/l. When repeated on the second analyzer, the result was 141.2 mmol/l. The second sample initially resulted in a sodium value of 148.3 mmol/l. When repeated on the second analyzer, the result was 141.1 mmol/l. The third sample initially resulted in a sodium value of 149.5 mmol/l. When repeated on the second analyzer, the result was 142.2 mmol/l.